Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized for high blood glucose levels. The customer experienced high blood glucose levels of 408 mg/dl. The customer changed the infusion set, but the blood glucose levels continued to elevate. Troubleshooting was performed, and the time was not programmed correctly. All other programming was correct. The insulin pump passed the self-test. Nothing further was reported.